Event description:
It was reported that patient experienced open sores on the leg following a leg vein treatment using elite iq. Initial reaction included erythema. Clinical has determined user error was involved in this incident. Vessels that had left sores were larger vessels. Clinical advised the site should have treated with the 7mm hp based on the vessel presentation. Labeling instructs: vessels that are from 1.0-3.0 should be treated with the 7mm hp. Per clinical's opinion: sores were caused from the 5mm hp being shallower, and the pulsewidth used were too short for the larger vessels making the treatment too aggressive. During a follow-up post treatment, 5 areas of eschar was observed. Patient was given bactroban cream as preventative medication. The device was evaluated and found to be operating as intended within specification. Cynosure is reporting this event out of an abundance of caution as this may be likely to cause permanent injury.